Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a lap nephrectomy, whilst being used a piece of plastic broke off the instrument. Bottom of the stem at the pivot point where the fan opens up. Product not re-sterilized before incident, was used on patient.